Event description:
Customer reported that the screen of their device was scratched, dimming, and becoming difficult to read. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and due to being out-of-warranty and in the process of renewal, no additional information or actions were reported.